Event description:
On september 23, 2009 the facility's engineer reported to baxter global technical services that on (B) (6) 2009 one colleague cx triple channel volumetric infusion pump that is displaying "reset" on the screen while alarming. The device was connected to a patient and infusing at the time of the error. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. Additional information received on october 5, 2009 through a facility medwatch : "a triple channel colleague infusion pump was being utilized to administer medications and IV fluids. The pump alarmed, and the display screen on the infusion pump said to reset, but the pump would not reset. It appeared to be frozen. All three channels were inoperable, and another pump had to be utilized to continue the therapies. There were no adverse patient outcomes." This device utilizes user interface module master software (B) (4).

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
While performing a tips procedure, the physician was unable to advance the viatorr covered stent through the sheath-from rosch-uchida tips set-. When pulled out, the stent was partially deployed. Another viatorr stent was successfully deployed and the procedure completed.

Manufacturer narrative:
Evaluation summary: the condition of reset alarm could not be confirmed. The pump was turned on with and without the ac cord plugged in and did not have any alarm. (B) (4)(B) (4)